Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: te244021, battery power line defect. No patient involvement.

Event description:
The following was reported to hamilton medical ag: - te244021, battery power line defect. - no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The device triggered technical event te244021 (tapm_batterypowerlinedefect) and displayed a continuous audible and visual alarm. The issue occurred sporadically at startup, both on ac and battery power. Log files confirmed the presence of the error even when the batteries were charged. The issue was reproducible. The failure did not occur during ventilation, and no patient was involved. Consequently, the event did not cause or contributed to a death or serious injury of a patient. The root cause was identified as a defective battery and power supply. Troubleshooting steps were recommended, including isolating the battery, cross-checking with other devices, and replacing the battery or power supply if necessary. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.